Event description:
The customer reported the hd autoclavable camera head has image problem. In addition, the image cannot be centered after installing the optical test tube. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to finish the operation with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event. This report is being submitted for the image problem.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported image problem was not confirmed. However, the reported issue of image not in the center was reproduced due to a deformed coupler. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The investigation confirmed the image not being centered; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.